Event description:
It was reported the pt is receiving unwanted abdominal stimulation and no stimulation in his pain pattern. A sjm representative was unable to resolve the issue with reprogramming. Follow-up identified diagnostics showed invalid impedance values for the scs leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.